Manufacturer narrative:
The historical test records were reviewed in the qos system. The device passed all tests. There are no other complaints on this device. Complaint evaluation was completed on 5/16/2024: the pump was tested with the following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, which help explain the reported condition by the end user, as the pump lost its battery and powered off. An abrupt power off can be seen below on event lines 0-3 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. A 100 ml infusion was ran on the pump using the end user's parameters of a 96 hour infusion. The infusion ran for 100 ml at a rate of 1.1 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device, and since the pump was dropped by the patient and the battery fell out, this appears to be the root cause and could have contributed to the reported malfunction and the instances found in the event log. Functional testing did confirm the reported condition but was unable to be duplicated. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 03/18/2024, infutronix received a report that a pump had battery module - other issue / unknown issue. It was found that the patient had dropped the pump. The battery fell out which caused infusion parameters to be lost. Pump was returned on 05/9/2024 for further evaluation. Detail of the evaluation can be found in section h of this MDR.